Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6). Section e1: reporter city: (B)(6).

Event description:
It was reported that the patient had hematochezia and hemorrhoidal bleeding. It was noted that warfarin and aspirin were on hold. They were negative for active bleeding and digital rectal exam. Their l-tube irrigation was clear and abdominal pain was denied. After they had confirmed there were no bleeding, warfarin and aspirin were immediately continued. It was noted that the patient received supportive care. Bowel sounds were clear on (B)(6) 2022.

Manufacturer narrative:
B5 - correction of when bowel sounds were clear. Previously reported information occurring on (B)(6) 2022 will be reported under MFR # 2916596-2024-00001. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Bowel sounds were clear (B)(6) 2021.